Manufacturer narrative:
Continuation of d10: product ID: wr9220, lot#serial#: (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. The patient reported that their recharger will not power on. Patient stated that they'll place the recharger on the docking station, and the battery lights will begin scrolling, but then when they attempt to turn on the device, no lights are observed. The following troubleshooting steps were performed: confirmed recharger dock is receiving power and resetting the recharger. The patient was unable to reset the recharger due to the device being unresponsive. The issue was not resolved through troubleshooting. An email was sent to repair.